Event description:
It has been reported that the pads adhesive may not meet the contact surface area specifications.

Manufacturer narrative:
As this was a patient use case, patient information section was updated from n/a to no information.